Event description:
It was reported that the screen on the 9800 system would flicker and had no image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.